Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal tubing. Section d4: model and catalog # updated to bc190-05. Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to (B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the complaint bc190 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint bc190 flexitrunk infant nasal tubing confirmed that the lower tubing was stretched between the 4th and 5th spiral at the circuit connector end. Conclusion: we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in ohio reported, via a fisher and paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was damaged. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint bc190 flexitrunk infant nasal tubing confirmed that the lower tubing was stretched between the 4th and 5th spiral at the circuit connector end. Conclusion: we are unable to determine the cause of the reported event all flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in ohio reported, via a fisher and paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was damaged. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in ohio reported, via a fisher and paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was damaged. There was no patient consequence.